Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause was determined to be use related. One 3 fr groshong PICC was returned for investigation. The groshong catheter was received with the stylet in the lumen. It was noted that the stylet had been repositioned within the catheter. The catheter tubing had been advanced over the metal cannula and was abutting the distal end of the white connector. Blood residue was visible within the catheter, which indicates that the product was in use. A functional test revealed a leak 2.1cm from the distal tip of the catheter. The leak site revealed a circular hole in the clear portion of the tubing that coincided with the distal tip of the stylet. It appears that the stylet was pushed through the catheter wall. The IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿

Event description:
It was reported that the PICC had a hole prior to use. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj1831 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had a hole prior to use. No patient injury was reported.